Event description:
Voluntary medwatch received states the patient's pacemaker presented with infection and erosion. The device was explanted on an unknown date. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155322.